Event description:
Caller alleged discrepant results with his inratio meter compared to the doctor's inratio meter. Results as follows: date: (B)(6) 2011, pt's inratio: 6.0, doctor's inratio: 2.3 (within 45 min's). Pt's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.